Manufacturer narrative:
The performance verification test (pvt) for this unit and the return to service cannot be conducted at this time due to the lithium-ion backup battery part being on back order, this service spare part is considered critical need and will be monitored for ordered quantity aiming to preserve stock for all customers. The customer confirmed this backup battery order was only a preventative measure, not an additional device issue. The material has already been requested and an order for the part(s) was placed to complete service of this unit. The replaced ui pcba and power switch overlay aligns with the recommended repair of the reported malfunction per the service manual and was believed to have resolved the issue during the replacement part install. When the lithium-ion backup battery part becomes available, the pvt will be conducted, and the device will be returned to service. If new information is received and suggest that the randomly turning off and on device issue persists, the record will be reopened, and an investigation will be performed.

Event description:
Philips received a complaint on the v60 ventilator indicating that the device was randomly turning off and on. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The remote service engineer (rse) informed the customer that it was recommended to replace the user interface (ui) printed circuit board assembly (pcba), the power switch overlay, and then the power management (pm) pcba. The customer requested the part information for the ui pcba and power switch overlay, and the rse provided it. This investigation is ongoing. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported.

Manufacturer narrative:
In a good faith effort (gfe) response from the customer received on 28jun2024, it was stated that the customer had replaced the user interface (ui) printed circuit board assembly (pcba) and the power switch overlay. The customer stated that the parts replacement seemed to have resolved the randomly turning off and on issue, but the customer had not been able to complete testing and verification to return the device to use.